Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed one screw came off the case handle and was loose inside the pump, the bottom case was cracked beneath the back plate, the plunger lever was sticking, and the plunger cable was damaged. A review of the event history log identified force sensor test error in the history. During functional testing the reported issue of force sensor error was found during start up and one of the screws for the handle came loose from the case. The force sensor cable was damaged causing the force sensor test error during start-up. The root cause of this issue was due to customer damage during disassembly or reassembly. Replaced top case and force sensor and as a preventative measure replaced plunger cable. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor error and the handle was broken. No patient injury was reported. No serial number was reported.